Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The same day as the event onset, the patient was hospitalized for the event. The cause, treatment, patient outcome and action taken with pd therapy were not reported. At the time of this report, the patient remained hospitalized. No additional information is available.